Event description:
Two grafts were noticed to "leak/ooze" blood when placed in the pt. The exact quantity of blood lost through the grafts is unknown, but reported as more than 10cc. The leakage of one graft was stopped with a surgical application, the other graft's leakage was stopped by oversewing the bifurcation. The grafts were left in.

Event description:
On 11/14/2000 and 11/15/2000 co learned that only one graft was involved in the complaint, the complaint was for leakage at the graft's bifurcation area, one sample will be returned for eval, the leakage was stopped by oversewing the bifurcation and the pt's condition is fine.